Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.

Event description:
It was reported that, "during the surgery, the surgeon could not combine the locking ring into the centrax because it was too tight. Therefore, the surgeon implanted a spare product instead of it."